Event description:
It was reported the pt's ipg is unable to communicate with the charger, but is able to communicate with the pt programmer. A replacement charger was sent to the pt but it did not resolve the issue. The physician believes the issue is caused by an ipg pocket depth issue. The pt has declined further troubleshooting and surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.